Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the device only operates in battery mode. When the device is connected to ac power the display message indicates it is operating on battery power. There was no patient harm.